Manufacturer narrative:
Evaluation summary: one sample of device was received. It was observed that the flange was detached from the cannula, along with the outer cannula. A visual inspection was performed and it was observed the outer cannula does not present a cuff which is according to manufacturing since this is a cuffless tracheostomy tube. A reported event was observed. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was a separation of the cuff from the rest of the cannula. The customer reported that there was no patient harm.